Manufacturer narrative:
The device was not returned. Attempts to get a copy of the autopsy report were unsuccessful. According to the reporting physician, the autopsy report indicates the pt died of pulmonary embolism (pe) and clot was also seen around the hero vascular access device. The treating nephrologist indicated that the pt had clotting issues with other previous access devices so he had performed a hypercoagulable work-up but the pt was not being treated with any anti-coagulants. As with all esrd pts, this pt was at high risk for any number of sudden death events. Embolism is listed in our instructions for use as a potential complication. We provide guidance for preventing pulmonary embolism in technical bulletins and guidelines on our website. We monitor reports of pulmonary embolism through our complaint handling system, and to date the trending rate (0.22%) remains considerably lower than rates noted in our clinical studies (2.2%) and labeling which are comparable to the rates reported in the literature (2.2%) for end stage renal disease pts. Wattanakit k, cushman m, stehman-breen c, heckbert s and folsom a. Chronic kidney disease increases risk of venous thromboembolism. J am soc nephrol. 2008; 19:135-140.

Event description:
Pt died eight days after implant of both a hero vascular access device via subclavian vein and a tunneled dialysis catheter. The tunneled dialysis catheter was being used for dialysis at the time of death, the hero device was never used for dialysis. Autopsy was performed and cause of death was listed as massive pulmonary embolism. Clot appeared around the hero, there was no evidence of clot around the tunneled dialysis catheter.